Event description:
The customer reported via phone call that they had an unexpected restart alarm after replacing the battery. Customer's blood glucose was unknown. Customer stated the insulin pump was not stored or not in use for an extended period of time. Customer also reported a blank display occurring on the insulin pump. The customer reported exposing the insulin pump to moisture. Customer reported observing condensation on the insulin pump's screen. Troubleshooting could not perform a self-test as the keypad was unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Failure analysis was unable to verify button/keypad or unexpected restart alarm due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker.